Event description:
Customer reported having high blood glucose. The customer's blood glucose was 479 mg/dl. She also reported being thirsty as a symptom of her high blood glucose. The customer stated she had treated her blood glucose with an injection. Troubleshooting found insulin was able to exit from the tubing during a manual prime. There was also no leaks found on the customer's insulin pump and there was no bent cannula. The customer was advised to contact her healthcare provider. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).